Manufacturer narrative:
Evaluation was not performed; device was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The site reported the device was producing a sound variance and was heating up and sparking. No patient was involved.

Manufacturer narrative:
The microdebrider handpiece was returned for analysis. The handpiece failed hi-potentiometer test - motor cable assembly found to be faulty. Handpiece temperature test was performed. The results are as follows: front bearing: 120.9f, motor: 122.4f, rear bearing: 121.3f and ambient: 76.3f. The motor, bearings and seals are corroded. Service and repair replaced the motor/cable assembly, bearings, and seals. The device was tested to the manufacturing specifications, passed and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the report was found to be a false report. The system is working fine when it was checked at the site. The device remains at the site and will not be returned for service.